Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant of a replacement implantable pulse generator (ipg) the patient experienced dyspnea. The right atrial (ra) lead exhibited high undefined impedance. The ra lead remains in use. No further patient complications have been reported as a result of this event.